Event description:
It was reported that a minimum fill notification occurred while caller attempted to load a new cartridge, and issue happened in the past. There was no adverse impact to the customer's blood glucose level. Caller resolved issue by reloading same cartridge, troubleshooting was not completed, and case was closed by technical support.